Event description:
Caller reported that tandem mobi pump battery would not charge. There was no adverse impact on the customer's blood glucose level. The pump eventually charged successfully after checking alignment of the pump and pad, confirming use of the correct charging accessories.